Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (renal dysfunction and patient expiration) could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2019. The patient ultimately expired on (B)(6) 2020, due to kidney failure. Per the account, the event was not considered to be device-related and no alarms or clinical symptoms were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned as no autopsy was performed and the pump was not explanted for evaluation. The heartmate 3 left ventricular assist system instructions for use lists renal dysfunction and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to kidney failure. Per the vad coordinator, there were no device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.